Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the bisector stopped opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle, near the toggle switch. The jaws aligned with no observed failures. Blood and charred tissue were observed on the heater wire. The silicon insulation was observed to be intact. The shaft was observed to be bent at the pivot pin. No other visual defects were observed. A mechanical evaluation was conducted. The toggle switch was maneuvered to open and close the jaws, which proved to be difficult due to the bent shaft. Based on the return condition of the device, the reported failure mode " mechanical issue." Was confirmed as well as confirmed for the analyzed failure mode "bent shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the bisector stopped opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.